Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotic coordinator and the image complaint was resolved. It was noted that the issue was likely related to an issue with the endoscope used at the time of the event. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer called the technical service engineer (tse) and stated that the camera image rotated opposite of the desired movement; for example it would rotate clockwise (cw) instead of counter clockwise (ccw) and ccw instead of cw. The customer had power cycled, reseated and replaced the scope and the issue persisted. The tse recommended the customer verify the scope orientation matched the scope angle selection and verified that scope looking down matched physical scope rotation looking down. The customer had reseated the drape adapter on the carriage. The tse suggested possibly replacing the drape. The surgeon continued the procedure without further troubleshooting, since they were nearly finished. There were no errors or messages in the system logs. The customer had a following procedure. The tse recommended power cycling between procedures and observing for reoccurrence, during the next procedure. The procedure was completing as planned with no reported injury.